Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter could not come out. The balloon could not be emptied, and it caused the catheter to be stuck in the patient. They tried to cut the catheter in half, but the balloon still did not empty. In the end, they removed it with force. There was still liquid in the balloon (about 2cc). As the catheter was removed with force by the doctor, the patient bled a bit. No medical intervention was required for the blood loss. The bleeding stopped by itself (self-limited).

Manufacturer narrative:
The reported event was inconclusive. The sample was evaluated and a small amount of water was observed that remained in the balloon. Dissected the catheter and could not find any abnormality that contributed to this problem. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation". (B)(4).

Event description:
It was reported that the catheter could not come out. The balloon could not be emptied, and it caused the catheter to be stuck in the patient. They tried to cut the catheter in half, but the balloon still did not empty. In the end, they removed it with force. There was still liquid in the balloon (about 2cc). As the catheter was removed with force by the doctor, the patient bled a bit. No medical intervention was required for the blood loss. The bleeding stopped by itself (self-limited).